Event description:
During a surgical procedure, the plastic-like coating covering one of the spherz passive reflective markers came off. The piece of coating did not fall directly into the patient's open wound, but did fall on the surgical drapes covering the patient. The piece of coating was picked off the drape and removed. The spherz marker that the coating fell off of was also removed. The surgical team members changed their gloves and proceeded with the procedure. There was no adverse outcome to patient. Five separate packages (each package contains five spherz each) were opened for the procedure and only 1 of the total of 25 spherz was noted to have a problem with the coating not adhered. Packages with two different lot numbers were opened for this case and so it was unknown from which of the two lot numbers the affected spherz was from. A surgical team member returned the defective spherz to the company.